Event description:
It was reported that the patient's device was being replaced because the device stopped working. It was noted that the hcp (health care professional) was going to implant a bigger device. Additional information has been requested, and when received a supplemental report will be submitted.

Event description:
Additional information received reported that the implantable neurostimulator (ins) flipped in the pocket. It was noted that this was secondary to weight changes. It was noted the ins was unable to recharge. It was reported that a healthcare provider had a difficult with the programming secondary to the ins positioning and flipping in pocket. X-rays were performed and revealed that the "ins orientation in pocket changed". It was noted that multiple programming changes were attempted. It was further noted that the patient had an ins revision in (B)(6) 2013. It was reported that other than the revision surgery, the patient wasn't hospitalized and no injury was reported.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).